Manufacturer narrative:
The complaint device was not returned. A visual inspection of the product could not be performed. A clinical evaluation indicated a male underwent a right tka with a journey knee system in (B)(6) 2010. The patient reports consulting with the implanting surgeon in (B)(6) 2015 for swelling. The surgeon informed the patient that his lab results did not reveal an infection. A second opinion is captured in (B)(4). The consulting physician performed a biopsy of the right knee indicating ¿an infection¿ and ¿the knee was out of position and a revision should be performed¿. In (B)(4), returning to his surgeon in (B)(6) 2016 for another biopsy, it that revealed the knee was negative for infection, but advised a revision should be performed. Documentation confirming the results of the biopsies was not provided. Two radiographic images were provided, however, the dates were not. From the images provided, it appears that the pe patella is still in place; the tracking shows a completely lateralized patella. The lateral side is difficult to judge from these images if what is shown is calcification/ossification of lateral patella ligaments/soft tissues or the rests of cementation. It can be concluded that mal-tracking of the patella could explain symptomatology. Op or physician progress notes, nor post implantation x-ray images were provided for inclusion in the medical assessment. A revision surgery has not been reported to date. No further clinical assessment is required based on a review of the patient¿s statements above regarding biopsy results and the two radiographic images provided. Without the actual product involved and/or device information, our investigation cannot proceed. This case can be re-evaluated upon receiving relevant clinical documents and/or if the device or new information is received in the future. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a biopsy was performed and determined that revision surgery should be performed.